Manufacturer narrative:
The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The unopened complaint product was returned for eval and found to be within spec. There were no nonconformances or deviations during the mfg process which related to the nature of the complaint. The root cause could not be determined. Internal control number: (B)(4).

Event description:
As reported by the eyecare professional, a pt experienced a corneal ulcer during contact lens wear. The pt received unspecified treatment at a hosp ER. The pt has not returned to the practice for f/u care. On (B)(6) 2011, the pt indicates that unfortunately, she cannot confirm the 3 dates that she attended the ER, but it was earlier in the year. The pt attended outpatient care on 3 separate occasions. Add'l info has been requested but not received.